Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) a leaking 2-way bypass valve was replaced. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the valve was replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect i1000sr platform and the associated replaced part tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency or systemic issue was identified.

Event description:
The customer reported falsely elevated architect stat troponin-I results on two patients. Results provided: patient 1: (B)(6) 2022 initial = 0.07 ng/ml, repeat = 0.01 ng/ml. Patient 2 (B)(6) 2023 sid (B)(6) = 0.34, repeat = 0.02 ng/ml, same patient drawn 1.5 hours later sid (B)(6) = 0.02 / 0.01 ng/ml. (Reference range 0.00-0.03 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier: patient 1 (no sid provided), 2nd patient sids: (B)(6).